Manufacturer narrative:
An evaluation of the returned device found that preventive maintenance is overdue which includes an upgrade a7 board. All parts replaced is in repair estimate. The preventive maintenance was completed. Repair and evaluation completed. The unit was final tested and met specification. A two-year review of complaint history revealed there has been a total of 87 complaints, regarding 87 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised the following: general maintenance information while the system 5000 has been designed and manufactured to high industry standards, it is recommended that periodic inspection and performance testing be performed by a hospital qualified biomedical technician using techniques described in the conmed system 5000 service manual to ensure continued safe and effective operation. Periodic performance testing the system 5000 should be performance tested by a hospital qualified biomedical technician at least every year. Each esu is supplied with a serialized product test data sheet, which tabulates the results of the factor tests performed on the esu. This data may be used as a reference for subsequent tests and should be made available to the hospital qualified biomedical technician conducting the tests. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-8005-001, was being setup during precheck when the nurse received a shock. Further assessment found that the nurse was plugging in a cautery grounding pad (non-conmed device) and was shocked. There were no audible or visual alarms, and this was not the first time the device had been used that day. Previous uses went without incident. There was no report of injury and no medical or hospitalization requirements. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.